Event description:
During a procedure an attempt was made to use one 6F Telescope Guide Extension Catheter when it was reported that the catheter was kinked. The lesion was heavily calcified, and resistance was noted during device advancement. It was observed that the extent of kinking was unexpected under the conditions. The kink occurred while in the patient. There was no damage noted to packaging. The device was removed from packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. The patient expired.

Manufacturer narrative:
"This report was impacted by eMDR scheduled maintenance occurring (b)(6), 2026.¿ Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.